Event description:
During routine testing of the device at the service center, the service technician reported that the calibrator failed the "system leak test." No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.